Event description:
It was reported that during device interrogation electrogram review, the physician was unable to determine if the p waves are blanked or did not occur. It was also noted that far-field r waves were noted intermittently. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.